Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2016 with the following findings: on investigation, the alleged prime issue was verified in the black box but not duplicated during the evaluation. Review of black box data found multiple loss of prime alerts due to non-zero low force or zero force. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any prime issues. Normal and audio bolus deliveries were executed and recorded correctly. Force sensor calibration readings were with in specifications. Pump casing was opened and no anomalies were found with the force sensor assembly. Unrelated to the complaint, battery compartment crack was found along the side of the compartment and the bolus button cover was torn while the button was responsive to presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alerted for loss of prime. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.